Event description:
A cusa exel 8 console was reported to have failed; the device was dripping water. There was no pt contact and there was no pt injury with this report however, this complaint is being reported because of the risk mgmt review; the failure mode, cooling water alert will cause the console to shut down until the failure is rectified. This causes a delay in procedure until the alarm cause is corrected. As per the cusa excel process fmea the severity of risk is serious - has the potential to cause the pt to receive injury or impairment which requires surgical intervention.

Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation and have provided the following regarding the reported failure; device dripping water. The returned spare cooling sensor was visually checked upon receipt by qa where it was noted that the 120" sensor housing was damaged and the screw was missing from the sensor assembly. The returned assembly could not be tested as the missing screw from the 120" sensor will immediately cause a cooling water alarm and the assembly will not function to spec and the damage noted cannot replicate the reported incident. The reported failure of the cooling water alert when the console was switched on could not be confirmed as the returned part was too damaged to test the reported failure. The reported incident could not be duplicated. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.